Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an alert was triggered via remove monitoring due to a shock impedance abnormality and the values being low and out of range. A competitor lead fracture was suspected. A possible s-ICD implant will be performed at a later date. No adverse patient effects were reported.